Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient tripped in the hallway on the purewick collection tubing and it was fell on (B)(6) 2021. The patient stated that it fractured the patient's pelvis and damaged their bladder forever. So now they had to use catheters. The patient personally placed a reorder for two boxes of wicks on (B)(6) 2021. It was unknown what medical intervention was provided for fractured the patient's pelvis and damaged their bladder.

Event description:
It was reported that the patient tripped in the hallway on the purewick collection tubing and it was fell on jul2021. The patient stated that it fractured the patient's pelvis and damaged their bladder forever. So now they had to use catheters. The patient personally placed a reorder for two boxes of wicks on 01sep2021. It was unknown what medical intervention was provided for fractured the patient's pelvis and damaged their bladder.

Manufacturer narrative:
The reported event was confirmed as use related. The root cause for this failure could be "user is unaware of the correct distance / placement for the device." It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required as the investigation was confirmed - use related. The instructions for use were found adequate and state the following: "do not place purewick¿ urine collection system or its cord across walkways creating a tripping hazard". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned